Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they had suspected false positive results occurring on instrument side a while running the enteric parasite panel assay. The customer run database was provided to bd service specialists for further analysis which revealed evidence of performance issues with the pumps on pipette 3 and 4 and reader renormalization is needed. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of the instrument pumps on pipettes 3 and 4, re-normalized both readers, performed alignments, and ran functional performance testing on the pumps. An instrument qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6)is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument(B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10

Event description:
It was reported that bd max¿ system, bd max¿ instrument there have been seven instances of false positives. The following information was provided by the initial reporter: customer reports an increased number of unrs. There are also some instances of fps.

Event description:
It was reported that bd max¿ enteric parasite panel there have been seven instances of false positives. The following information was provided by the initial reporter: customer reports an increased number of unrs. There are also some instances of fps.

Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. Procode: medical device type or (procode) ooi, pch. PMA/ 510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument there have been seven instances of false positives. The following information was provided by the initial reporter: customer reports an increased number of unrs. There are also some instances of fps.

Manufacturer narrative:
The following fields have been corrected: site legal name: becton, dickinson & co-sparks, md 21152. Site registration number FDA - 1119779. B5: describe event or problem: it was reported that bd max¿ system, bd max¿ instrument there have been seven instances of false positives. The following information was provided by the initial reporter: customer reports an increased number of unrs. There are also some instances of fps. D1: medical device brand name: bd max¿ system, bd max¿ instrument. D2a: common device name: instrumentation for clinical multiplex test systems. D4 serial #: (B)(6). D4 catalog #: 441916. D4 UDI: (B)(4). G5. PMA/510k info: k111860 k130470. H4: device manufacture date: 21-mar-2022.